Manufacturer narrative:
Result : the pet lock was intact. The pusher assembly was kinked approximately 5.0 and 78.0 cm from the proximal end. The coil was still intact with the distal detachment tip (ddt) of the pusher assembly, and the coil was stretched distally from the proximal constraint sphere. Upon advancing of the coil out of the introducer sheath, the coil was uncompressed. The stretch resistant (sr) wire was accidently broken by the penumbra investigator. Conclusion: the complaint has been evaluated. The initial complaint indicated that resistance was met while attempting to advance the coil through a another manufacturer's microcatheter. Evaluation of the returned device revealed that the pc400 coil was compressed and stuck inside the introducer sheath. The penumbra investigator hydrated the inner lumen of the introducer sheath, and the coil was easily advanced. The root cause of the complaint could not be determined. Further evaluation revealed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use or during packaging for return. If the pc400 coil is manipulated with force at an angle during attempts to advance it into the patient, or if the device is improperly packaged for return (e.g. Inserted backwards into packaging hoop), it is likely that this type of damage would occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery using penumbra coil 400 (pc400) coils and another manufacturer's microcatheter. During the procedure, the physician met resistance while advancing a pc400 coil through the microcatheter. The physician removed the pc400 coil and met difficulty while resheathing it. The physician was able to successfully resheath the pc400 coil and the procedure continued successfully using another manufacturer's coils. There was no record of any adverse event on the patient.

Manufacturer narrative:
(B)(4)